Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as red. The patient stated nurses were taking care of the patient's skin irritation. There is no alleged deficiency. Follow up was attempted however the patient did not report improvement. The patient continues to wear the lifevest.